Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed far p-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue, and the patient will continue to be monitored. The patient condition was stable.